Event description:
It was reported that pump battery was not charging. Reportedly, the distributor received the pump for investigation but despite being connected to multiple wall outlets with different usb cables the pump would not turn on. There was no reported impact to customer's blood glucose. Distributor provided replacement pump, with no additional corrective actions reported.